Manufacturer narrative:
The reported issue that the device alarmed and stopped infusing the medication was confirmed. Review of the pump module error and event log confirms that error code 241.4140 pump patient pressure sensor broken low failure and a. Channel malfunction occurred at 9:21am on (B)(6) 2019; however there was no recorded evidence that a communication error had occurred as reported. While log review indicates a pressure sensor failure error occurred, this error could not be replicated through testing. Reviewed the pump module event log for recorded entries that occurred on or near the reported date and time of 8 am on (B)(6) 2019. 6:32am, the user programs an infusion to run at the rate of 36.4875 ml with a vtbi of 125 ml. 8:53am, the user reprograms the rate to 31.275 ml/h with a vtbi of 39.29 ml. 9:15am, the user reprograms the rate to 31.275 ml/h with a vtbi of 27.564 ml. 9:21am, a channel malfunction occurred. 9:21am, the programmed infusion stopped. The root cause was identified in this investigation to be related to a malfunctioning pressure sensor.

Event description:
It was reported that during a norepinephrine continuous infusion the device alarmed "communication error". As a result, the device was not infusing the medication. The nurse was unable to reset the pump module and switched the medication to a new pump module. The delay in the medication infusion caused the patients' blood pressure to decrease to 84/35 with a map of 52. Within 5 minutes of the medication being restarted on the new pump module, the patient's blood pressure recovered with the patient requiring additional monitoring. There were no lasting adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a norepinephrine continuous infusion the device alarmed "communication error." As a result, the device was not infusing the medication. The nurse was unable to reset the pump module and switched the medication to a new pump module. The delay in the medication infusion caused the patients' blood pressure to decrease to 84/35 with a map of 52. Within 5 minutes of the medication being restarted on the new pump module, the patient's blood pressure recovered with the patient requiring additional monitoring. There were no lasting adverse effects caused to the patient from the event.